Event description:
As reported by an edwards lifesciences affiliate in new zealand, during preparation for use, upon opening a 14f esheath, fluid was observed in the flush port. The device was discarded and the procedure was successfully completed with the replacement sheath. There was no patient contact.

Manufacturer narrative:
E1 phone number (B)(6). Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. Imagery was received and was evaluated, and revealed the following: unknown liquid substance present inside flush tube. The device was returned for evaluation. The returned device was visually examined, and the following was observed: transparent liquid substance noted inside the flush port, near to the stopcock. Sheath liner unexpanded. Tip unopened. Ftir analysis was performed on isolated substance, confirming silicone based material composition. An engineering study was performed to examine the propensity of silicone in the flush tube to be removed during device preparation as well as to evaluate the possibility of silicone material originating from the valve stack (applied to housing in manufacturing). The study indicates that silicone would be able to be flushed away during device preparation. In addition, as silicone was able to travel from housing into the flush tube, the possibility of silicone application during esheath manufacturing having a potential impact on this event could not be ruled out at this time. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. During receiving inspection, the flush tubes are 100% inspected for cleanliness, which includes surface fluids or stains. Additionally, the stopcocks are visually inspected for cleanliness. While this review indicates that proper inspections and tests are in place during the manufacturing process, investigation was unable to rule out the possibility of a manufacturing non conformance at this time. The reported event was confirmed based on the evaluation of the returned product and provided imagery. A potential manufacturing non conformance or a supplier related issue was identified through the investigation. A review of IFU/training materials revealed no deficiencies.evaluation of the returned device showed liquid substance near to flushing port stopcock, while the provided imagery shows the liquid substance located in the flush tube. Ftir analysis performed on the isolated substance revealed silicone base composition, consistent with silicone component that is a part of esheath bills of material (bom). During esheath manufacturing, this silicone material is incorporated into two different locations: hemostatic valve stack (inside of housing) and three way stopcock. An engineering study confirmed that the application of excessive silicone may cause the fluid to migrate from sheath housing and accumulate inside the flush tube suggestive of observed issue potentially stemming from manufacturing. As such, available information suggests that the reported event may potentially be tied to a manufacturing non conformance. An investigation has been opened to determine the root cause and implement any necessary corrective actions. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.